Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
During a non-emergency transport of a pt to a nursing home, the device powered up without display. Complainant indicated that the medic assessed the pt manually and there was no adverse effect to the pt due to the reported malfunction.